Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the connector at the end of the infusion tubing would not complete the quarter-turn lock, preventing attachment, until the user replaced the connector and then successfully locked it and resumed insulin delivery. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included resolution at home without medical intervention or hospitalization. Investigation included call triage and troubleshooting that advised replacement of the connector. Investigation of this case revealed a connector engagement issue that was resolved by swapping to a new connector, consistent with a transient component fit or alignment problem at the tubing-to-pump interface. It was concluded, based on previously established findings for similar reports, that user corrective action resolved a probable intermittent connection issue of the disposable connector, and no device malfunction persisted.